Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered an acute embolic stroke on (B)(6) 2016 in the setting of an elevated lactate dehydrogenase (ldh) level of 813 u/l. It was reported that the patient's ldh level had been elevated since lvad implant. Increased lvad power consumption was observed through the event history and pump thrombus was questioned. A system controller log file analysis by the manufacturer's technical services representative revealed no unusual events or alarms, and did not contain attributes which would indicate a suspicion of thrombus. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported embolic stroke and elevated lactate dehydrogenase level could not be conclusively determined. Thrombus could not be confirmed as the product was not available for evaluation. Stroke, hemolysis, and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was transferred to the cardiovascular intensive care unit on (B)(6) 2016 secondary to left arm flaccid paralysis, left leg weakness, slurred speech, and right gaze preference. The patient was on coumadin at the time of the event and had an inr of 2.4. A head cta demonstrated an 11 mm thrombus in the m1 segment of the right middle cerebral artery (mca). 4 units of fresh frozen plasma were given to the patient and a thrombectomy attempt was made unsuccessfully. The patient was started on levophed and given intravenous albumin and levophed infusions in an attempt to keep the patient¿s mean arterial pressure around 100 mmhg. It was reported that the left ventricular assist device remained stable during this event. The patient was restarted on heparin on (B)(6) 2016 and integrilin on 06/09/2016. On (B)(6) 2016, a repeat head CT scan demonstrated evolving right mca territory infarction as well as concern for subarachnoid hemorrhage or petechial hemorrhaging of the right frontal and right parietal lobes. No frank hematoma was present. No additional information was provided.